Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Olympus was notified of an adverse event for a patient participating in the strive post market registry study. Strive is a single-arm, prospective, multi-center, registry study to evaluate the long-term safety and effectiveness of the spiration valve system (svs) for the treatment of severe emphysema in a post-market setting. It was reported during a therapeutic valve placement the patient had a pneumothorax two hours later, subsequently requiring additional intervention to remove one valve, and placement of a chest tube to manage the pneumothorax. There were no further reports of patient harm.